Manufacturer narrative:
(B)(4). This report is for one (1) unknown 6-hole condylar plate. The complainant parts are not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to non-union. The patient was originally treated for a distal femur fracture on (B)(6) 2015 with the implantation of a 6-hole condylar plate and nine (9) screws. Due to the identified non-union, the original, intact hardware was removed and the patient was revised to a trochanteric fixation nail (tfn) construct. No additional information is available. This report is for one (1) unknown 6-hole condylar plate. This report is 1 of 2 for (B)(4).